Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that during placement of the paramount mini, the balloon burst and the stent could not be released. The procedure was completed with another unknown stent. No patient injury is reported. Evaluation summary: the paramount mini was received for evaluation within its shelf carton and within a sterilized pouch. The stent appears to have been slid distally on the balloon chamber. The proximal end of the stent has several struts bent. The distal end of the stent appears to have started to expand due to balloon inflation. Confirmation that the stent is slid distally; the proximal end of the stent is no longer located over the proximal balloon marker band. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: a clear steady stream of fluid was observed exiting the distal tip of the catheter. A 0.014in guidewire was able to be loaded with ease through the catheter. A 10cc water filled syringe was attached to the inflation lumen luer lock on the y-manifold and a vacuum was pulled: air bubbles entered the syringe and the vacuum could not be maintained. The 10cc water filled syringe was used in an attempt to inflate the balloon: a pinhole leak was noted over the proximal balloon marker band.